Manufacturer narrative:
(B)(4). All available information and the actual sample involved have been forwarded to the introcan manufacturer, b. Braun (B)(4). Their investigation is on going at this time. A follow up report will be submitted when the investigation results become available.

Event description:
(B)(4).